Event description:
Caller reported damage to the pump housing and usb port, impacting the ability to charge the pump, as it required holding the cable in a specific position to maintain a charge. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send a replacement pump, which included updated software. Customer continued to use pump for insulin therapy.